Manufacturer narrative:
Concomitant medical products: (2) 10 ml bd 0.9% sodium chloride injection syringes, lot numbers 6077995, expiration date 3/2019.; therapy date unknown. The customer¿s report of leaking or cracking on the female luers of a bi-fuse set was not confirmed. Visual inspection including use of magnification showed no cracks, damages or separations. Functional testing and pressure testing with a normal connection resulted in no leaking. Dimensional testing found that all the mating parts were within the required specifications. Leaking could only be replicated when the sets were loosely fastened together. The root cause of the reported leaking and cracking on the bi-fuse set was not identified.

Event description:
Received a medwatch report which states: "event desc: there have been functionality issues with the bifuse 5 inch connection sites with alaris small bore IV tubing sets- they have been reportedly leaking, breaking, and cracking on separate occasions. No patient harm has been reported."

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported cracking and/or leaking at the bifuse female connection site which occurs only when connected to microbore tubing. There are no further details of this event, and no patient harm was reported.